Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 8 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the apical portion of the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a rinato guidewire and a mach1 guide catheter to cross the lesion. The maverick2 monorail 20/2.5 mm balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.